Manufacturer narrative:
(B)(4)

Event description:
It was reported a revision surgery to exchange the stem was performed due to implant fracture. Patient had externally rotated it while getting out of chair and reported pain.